Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a mitral bioprosthetic valve that required valve in valve intervention after an implant duration of 10 years 10 months due to mitral regurgitation. The procedure went great and improvement in valve function was noticed immediately. There were no reported complications.